Event description:
A report was received that the patient will have his system explanted due to discomfort caused by the location of the ipg and inadequate stimulation.

Event description:
A report was received that the patient will have his system explanted due to discomfort caused by the location of the ipg and inadequate stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-50, serial#: (B)(4), model description:artisan surgical lead with platnalock technology - 50cm the patient was explanted. Malfunction was not suspected. The patient was reportedly doing fine after the explant procedure. The explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.